Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse stated the problem is that the red disconnection alarm of the elisa via ec10 only appears as a blue disconnection alarm on the monitor. The customer is using the open interface driver version ib-ed101-a.6 and not the specific elisa driver ed 247.the message "disconnection" including the blue color comes from the spec table, which comes from the external manufacturer löwenstein and is used in the context of the salvia (third party) protocol. The developer explained it "these problems are coming from lion's arch. This is also recognizable by the fact that the spec table is only available in english and the message is also in english, although the monitor is set to german." It was made known to the customer that they have the option of either continuing to use device without the driver and the error will keep continuing as before, or they can contact lion's arch and request a correction of the old protocol. It was recommended to change and or upgrade the driver to the elisa to v.09.2 (at least), buy the ec5 dongle #247, install the driver #247 on the ec10, correct the grommet on ec5 #247 (see attached sb). Based on the information available and the testing conducted, the reported issue was caused by the 3rd party manufacturer communication protocol. The customer is using an old one, there is a newer one available which requires a different intellibridge driver. The reported problem was confirmed. The customer was provided with information. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center indicating problems with transmission of the disconnection alarm from the ventilator to the control panel. It unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1; (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there are problems with transmission of the disconnection alarm from the ventilator to the control panel it is unknown if the device was in use at time of event and there was no adverse event reported.